Event description:
It was reported that the user experienced decreasing glucose levels after a usual dinner, with a lowest reported value of 78 mg/dl, and contacted support while preparing to drive. Symptoms included hypoglycemia with concern for further decline. Outcomes included user counseling on carrying fast-acting carbohydrates and avoiding overtreatment, with plans to treat only upon receiving a low-glucose alert. Investigation included a review of insulin dosing and trend reports with the user, along with device troubleshooting and user education. Investigation of this case revealed that dinner insulin dosing appeared consistent with usual dosing, no device alerts had triggered at the time of the call, and the user self-treated with juice and a popsicle approximately 30 minutes prior to contact. It was concluded that the event was consistent with hypoglycemia of unclear cause, and the user was advised on appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.